Event description:
Information received from the field does not address the patient's clinical status but notes intermittent ventricular capture. The autocapture was turned off and output was increased. The patient will be monitored.